Event description:
It was reported by a peritoneal dialysis (pd) patient contact that a fluid leak was discovered during step 9 ¿ treatment complete after cancelling pd treatment . The patient encountered air detected in cassette warnings prior to discovering the leak . The treatment was cancelled and when the patient opened the cassette door fluid ran out onto the table. There was fluid in the pump module area and fluid on the external of the cassette. Before calling technical services, the patient completed treatment with manual continuous ambulatory pd treatment. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. During the initial call there was no reported patient harm. The status of the cycler set sample is unknown. Additional information was requested but none has been received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: d.10. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) patient contact that a fluid leak was discovered during step 9 ¿ treatment complete after cancelling pd treatment . The patient encountered air detected in cassette warnings prior to discovering the leak . The treatment was cancelled and when the patient opened the cassette door fluid ran out onto the table. There was fluid in the pump module area and fluid on the external of the cassette. Before calling technical services, the patient completed treatment with manual continuous ambulatory pd treatment. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. During the initial call there was no reported patient harm. The status of the cycler set sample is unknown additional information was requested but none has been received.